Manufacturer narrative:
The complaint was forwarded to the manufacturing facility and it is currently under investigation. A follow-up report will be filed once investigation is completed.

Event description:
The customer stated that threads from the cystoscopy drape (B)(4) from catalog sma30cyvib cystoscopy pack had loose white threads that fell off and were easily picked up by the scope which is sticky with lubricant then introduced into the bladder. The pieces were retrieved through irrigation. No further injury occurred and no medical intervention was required. No patient demographics were provided.

Manufacturer narrative:
A review of the device history record for the cystoscopy drape involved in the reported incident used in the cardinal health cystoscopy pack catalog number sma30cyvib could not be reviewed as a lot number was not provided and the sample was not received for evaluation. A historical review of complaints for this device was conducted from 01-01-2017 to 01-27-2019 for product a29437nb and the review indicated this was an isolated incident. Based on the limited information available at this time and no product sample provided, the root cause could not be determined. If a sample is provided at a later date, the investigation will be re-opened, and an addendum report will be provided. We will continue monitoring our customer complaints data base for this and any other issues reported of the same nature in this catalog. For identification of possible corrective and preventive actions and follow-up of the issue reported CAPA r9002 was opened for the component a29437nb. The following immediate action and containment activity were taken; the process of cutting the mesh and the manufacture of the product has been put on hold until a new method to avoid loose threads is evaluated. 100% revision of the current inventory of the product was implemented.